Event description:
The customer called and reported that the buttons on the insulin pump were not working properly and a button error alarm was received. Customer's blood glucose was 141 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.